Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours (arm). Symptoms reported include hyperglycemia and vomiting. The patient was treated with an intravenous fluids (IV), and IV insulin. The pod was removed at the hospital.